Event description:
It was reported when using the bd pyxis¿ medstation¿ es, multiple drawers had failed and unable to recover. The customer reported that the malfunction occurred during dispensing medication which caused delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main multiple drawer and tower door was failed, and it was unable to recover. The field service engineer (fse) had investigated multiple filled drawers in the main cabinet due to power failures but found no issues. The fse disconnected and reconnected all drawers and auxiliary units to reset connections. An old uninterruptible power supply (ups) battery backup unit behind the station was identified as a possible root cause. The fse disconnected the station from the ups unit and plugged it into the hospital red outlet, advising the customer to have the information technology (it) department review the ups battery backup unit. The system functioned as intended after the field service engineer repaired the device.